Event description:
The customer reported experiencing high blood glucose due to possible leaks with the reservoirs. The customer was using the affected lot numbers and they were part of the recall. The blood glucose reading was 54mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.